Manufacturer narrative:
Sample information was not provided. Qc was within established ranges before the event. A bci field service engineer (fse) replaced the crem module.

Event description:
A customer contacted beckman coulter inc. (Bci) to report four erroneous creatinine results generated by the unicel dxc 800 pro synchron chemistry analyzer the samples were not reported out of the laboratory, hence no patient treatment as impacted. The samples were repeated and lower results were obtained. Amended report was initiated.